Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The gas inlet valve was replaced and the unit was returned to service. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 7/12/17 phone call, 7/13/17 phone call, 7/14/17 phone call.

Event description:
The hospital reported the unit alarmed possibly causing a loss of ability to mechanically ventilate during a case. There was no report of patient injury.